Manufacturer narrative:
Pump had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify failed battery test due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc and up. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had failed battery alarm. Customer's blood glucose level was 7.3 mmol/l. Customer stated contacts was not missing nor damaged. Customer also stated that buttons was not working also no power to the insulin pump. The device will be returned for analysis.